Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional: "attorney". (B)(4).

Event description:
Complaint description: litigation alleges the patient suffers from pain, discomfort, decreased mobility, and popping noises. Update: review of the medical records for MDR reportability, lab results from (B)(6) 2013 and (B)(6) 2015 indicated metal ion levels were above 7ppb. Update: the medical records reported during revision surgery there was a pseudotumor, corrosion at the junction of the head and neck, and trunnionosis at the junction between the shell and socket as well. The pathology report noted inflammation and fibrosis. Update: ppf alleges stroke, heart attack, metal wear and metallosis. Doi: (B)(6) 2007; dor: (B)(6) 2015; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.